Event description:
Event description guidant received information from a patient's spouse that this cardiac resynchronization therapy defibrillator (crt-d) was explanted because it was not working properly.